Event description:
It was reported that a patient presented in-clinic for an unrelated lead revision procedure. During the procedure, the patient's chronic pacemaker set screw was found to be too loose, and the replacement lead could not be secured in the chronic pacemaker header. The pacemaker was explanted and replaced on an unknown date. The new pacemaker was used to successfully complete the procedure. The patient was stable throughout.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of setscrew became free while attempting to tighten the setscrew was confirmed. Analysis revealed the atrial setscrew had been screwed out of the connector block socket. When this happens, the setscrew cannot be tightened. Analysis found indications of incorrect wrench insertions into the setscrew caused the setscrew to become stuck to the wrench tip. The physician not knowing the setscrew was stuck to the wrench tip screwed the setscrew out of the connector block and it dislodged from the wrench tip under the septum where it laid loose out of the connector block socket. Also, incorrect use of the torque wrench by the physician caused the ventricular setscrew to become stripped. Both atrial and ventricular setscrews could not be tightened. The problem in the field was related to the user¿s incorrect use of the torque wrench in tightening both setscrews.